Manufacturer narrative:
On (b)6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 13-apr-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo bilateral removal and replacement with two 375cc mentor memorygel breast implant (catalog #: 3503751bc, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation, breast pain. On 21-apr-2021, mentor received additional information regarding the patient¿s symptoms. The diagnosis of bilateral deflation was confirmed by a healthcare professional. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed creases/folds on the posterior view. Leak testing was performed according to mentor procedure, and it identified a tear within a crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate profile prostheses and experienced bilateral breast pain and deflation postoperatively. The patient reports that her right breast appears completely deflated but her left breast appears saggy. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.